Manufacturer narrative:
Product analysis conclusion: the reported endoleak could be confirmed on the angiogram videos received; however the cause or type of the endoleak could not be fully determined. Complete procedural or post procedural CT¿s were not provided for analysis of the stent graft in-vivo configuration. Endoleak interrogation (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak type difficult. A type iii fabric endoleak cannot be ruled out; analysis of the returned films did show some calcification in the aortic neck that has potential to contribute to an acute fabric tear, especially in the case of excessive ballooning that was mentioned by the physician. Equally, a type ia endoleak cannot be ruled out; the patient¿s short, angulated, and calcified aortic neck may have lead to insufficient proximal seal. However, the images showed that after implanting the aortic cuff the endoleak did not resolve it is likely that there was an acute type IV blush endoleak caused by fabric porosity. A type IV typically appears as a focused leak from the flow divider that is due to the higher porosity in that portion of the graft. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Analysis of the returned films did not reveal any out of specification stent graft integrity issues that may have contributed to the observed endoleak(s). B:5 additional information. It was reported that on the morning of the evar procedure the patient had syncopes, abdominal and stomach pain. When the patient presented to the hospital, the systolic blood pressure was 65mmhg and the hemoglobin was 7. A CT confirmed the ruptured aaa. Afterct scan the patient's creatinine was 1.4. Additional information received twenty days later. It was reported that it was an endurant aortic cuff implanted as a proximal extension for the treatment of the iiib endoeak during the index procedure, it was confirmed the endoleak did not fully resolved after its implantation. The patient is being monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 90mm ruptured abdominal aortic aneurysm. It was reported that during the index procedure, after the evar was completed that during control angiogram a type iiib endoleak was identified in the main body. After this an aortic cuff was implanted as treatment. As per the physician the cause of the event can not be determined. It was mentioned that it may have been possibly due to ballooning with high pressure. No additional clinical sequalae were provided and the patient is fine.